Event description:
It was reported that the patient was hospitalized due to experiencing dizziness. Device interrogation revealed loss of capture, oversensing and high impedance on the right atrial lead. Crosstalk from the lead on the ventricular channel causing pauses was also observed. The device was reprogrammed to vvi. The lead was later capped and replaced on an unknown date. No additional information or patient symptoms were reported.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2017.